Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. Pump drug information was unknown. It was reported that the patient experienced withdrawal symptoms. The symptoms were first observed on (B)(6) 2023. The specific withdrawal symptoms that the patient experienced were unknown. On (B)(6) 2023 or (B)(6) 2023, the patient went to the hospital and was admitted. In regards to diagnostics/troubleshooting performed related to the withdrawal symptoms, the medication was withdrawn and the pump was temporarily filled with saline until new medication arrived the following day. In regards to actions/interventions taken to resolve the withdrawal symptoms, the pump was refilled the following day once medications arrived. The withdrawal symptoms resolved. It was also reported that, at a refill on (B)(6) 2023, the hcp was only able to put 34-36ml into the pump. The reporter was unsure of the exact amount. The cause of the reduced reservoir capacity was thought to be air. The volume was adjusted at the time of this refill. In regards to actions/interventions that were taken to resolve the reduced reservoir capacity, the pump was updated with the correct volume. The reduced reservoir capacity was reported to be resolved at this refill. It was confirmed that the pump logs showed no alarms. The reporter inquired if the possible air in the pump reservoir could be related to the withdrawal. The cause of the withdrawal symptoms were unknown, but, per the reporter, "they were questioning an air lock." The patient's weight was asked but was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.